Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Date of birth - 1944.

Event description:
It was reported a patient enrolled in a (B)(4) study and underwent a left total hip arthroplasty on (B)(6) 2016. During the procedure, the patient's calcar fractured as the device was being implanted. Cables were implanted for femoral fixation.